Manufacturer narrative:
This supplemental report is being submitted to correct: lot# as (unknown). The lot number reported is invalid and could not be identified when researched. Therefore, no lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional corrected data: usage of device (unknown). No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 25, 2016.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a distributor reporting that "during a pre-test before use the user found that air did not go through the tube. Therefore a new unit was used instead. He/she suspected the tube blockage/kink, but the location of the issue is unknown for now." The product was not used. No further information was provided.